Manufacturer narrative:
Qc prior to the event was within the lab's established ranges and qc run after the trend was low. A field service engineer (fse) evaluated the instrument and found no issues. All testing passed specifications. The laboratory is investigating the temperature and procedures on the night shift.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) and potassium (k) results generated by the synchron lx I 725 clinical system during the night shift. When the day shift noticed the trend, the samples were repeated on the other instrument in the laboratory and reports were amended. The customer didn't supply any actual results but said that the corrected na results were approximately 10mmol/l higher than originally reported. The corrected k results were approximately 0.5 to 1.0mmol/l higher. There was no death, injury or change to patient treatment attributed to or connected with this event.